Manufacturer narrative:
(B)(4). Report source, foreign event occurred in the (B)(6). The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that a patient underwent an oxford knee revision due to bearing fracture.